Event description:
It was originally reported that the patient experienced a loss of therapeutic effect. She subsequently also experienced a shocking sensation when using the patient programmer. Additional info was requested.

Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."